Event description:
It was reported that: patient received manta on 10/17. Returned to fix pseudo on 10/26. Received covered stent on 10/27. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. Based on the information submitted, a 79-year-old male patient (252 lbs) received an 18f manta device for closure following an undisclosed procedure. Ten days post-procedure, the patient returned to the facility for repairs for a pseudoaneurysm and received a stent placement. Due to the insufficient amount of information and no imaging submitted for investigative purposes, a determination of the root cause of the pseudoaneurysm is inconclusive. A pseudoaneurysm of the femoral artery can go undetected and not cause any complications and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. The IFU was reviewed and identified other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as potential adverse events related to the deployment of vascular closure devices. There appears to be no product quality issue for manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: patient received manta on (B)(6). Returned to fix pseudo on (B)(6). Received covered stent on (B)(6). Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).